Manufacturer narrative:
According to available information, this device remains implanted and in service. When additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that approximately two months post implant, the patient with this device received inappropriate shocks and presented to the hospital. An internal technical service consultant was contacted and provided a data download for their review and programming recommendations. The data was reviewed. It was determined the therapy had exhausted due to the inappropriate shocks. Reprogramming options that may avoid inappropriate therapy in the future were provided. No adverse patient effects were reported.